Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. The cause could not be determined. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The patient recovered from the peritonitis event (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. On an unreported date, the patient began treatment for the peritonitis with vancomycin (1.5gm per 2 liters, frequency and route not reported) and fortum (1gm per 2 liters, frequency and route not reported). At the time of this report, the peritonitis was resolving, the pt was recovering, and dianeal therapy was ongoing. Additional information was requested but is not available.